Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01098. Follow up information identified the infection has resolved. The leads were removed (B)(6) 2018.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01098. It was reported the patient developed a fever and pain near the injection points .the patient went to the ER where the leads were removed (date unknown) and antibiotics were prescribed.